Event description:
The manufacturer was informed on early high gradients within 4 years experienced by 5 patients who received a perceval valve, leading to a re-intervention. One of these patients received a perceval pvs23 on (B)(6) 2016. No intra-operative issues occurred. The initial transthoracic echocardiography (tte) showed peak gradients of 12-15mmhg. In feb 2020 the tee reports an aortic peak gradient of 60mmhg and aortic mean gradient of 27mmhg. On 24-feb-2020, the patient received a tavi reportedly due to the increase of the gradient detected with the perceval valve. The patient was reportedly symptomatic with shortness of breath.

Manufacturer narrative:
A complete manufacturing and material records review for the device pvs23 sn pb1917a has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the available information, it is not possible to establish a definitive root cause for the reported event of gradient increase. However, based on the document review performed, no manufacturing deficits were identified. The manufacturer is performing additional follow up to retrieve further information on the event. If provided, a follow up report will be submitted.

Manufacturer narrative:
The initial notification referred to 5 patients with high gradients reported; however, further details have been provided only for 2 out of the 5 patients to the present time. As such, the manufacturer has associated this report to the first patient/device, while a separate report will be provided for the second patient (ln ref (B)(4)). The notification regarding the other 3 patients has been bundled to this report at this time. Should additional information be provided, the manufacturer will provide ad-hoc reports for each patient/serial number. Device not explanted.

Event description:
The manufacturer was informed on early high gradients within 4 years experienced by 5 patients who received a perceval valve, leading to a re-intervention. Per additional information received, one of these patients received a perceval pvs23 on (B)(6) 2016. On (B)(6) 2020, the patient received a tavi following a reported increase of the gradient. The gradients were 37mmhg (peak) and 18mmhg (mean). The patient was symptomatic with shortness of breath. It is reported that the patient had mitral regurgitation too.